Manufacturer narrative:
UDI related data quality updates only: d4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. G3): on 11jul2024, the manufacturer received FDA email correspondence identifying a discrepancy in the UDI information (section d of the initial MDR). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): device lot number, expiration date unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) and a left ventricular (lv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, progress stalled in the subclavian region. A spectranetics 11f tightrail sub-c rotating dilator sheath was used next, and although difficult, advancement was made to the superior vena cava (svc)/innominate junction. Then, using a 16f glidelight, progress was made through the svc and into the rv. Traction was applied to the rv lead, and eventually the lead pulled free. The 16f glidelight was left within the patient to allow a guide wire to be placed in preparation for re-implantation of a new lead. However, the patient's blood pressure gradually dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. A sternotomy was performed immediately, and an anterior rv perforation was discovered and repaired. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.